Manufacturer narrative:
When additional information becomes available, this report will be updated.

Event description:
Additional information was received that this device was explanted on (B)(6) 2018. The investigation is pending product return.

Manufacturer narrative:
No further information is available at this time. When additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) heard beeping tones from the device, therefore contacted a clinician. Since the patient lived on another island, it was recommended to perform a remote interrogation using remote monitoring equipment. When the remote data was reviewed, it was discovered that the device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The estimated longevity was 6 years and the electrical parameters were within normal limits. The physician is requesting a battery longevity estimate to determine when to schedule a replacement. No adverse patient effects were reported. Boston scientific technical services (ts) also reviewed remote monitoring data. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. At this point, the data indicates with a high likelihood that there is sufficient reserve for the device to maintain normal therapy functions for 28 days' time. The replacement interval ends on (B)(6) 2018.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.

Event description:
The product was returned for laboratory analysis.